Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched starting approximately 123.0 cm from the hub; the 3max was fractured approximately 11.0 cm from the distal tip. The distal piece of the fractured 3max was damaged by the snare and was kinked. Conclusions: evaluation of the returned device confirmed that the 3max was fractured near the distal tip. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully withdrawn against resistance, the catheter may fracture. Further evaluation revealed that the 5max ace distal tip was ovalized in multiple locations. If the device is pinched during insertion into the patient, or forcefully advanced against resistance, damage such as this may occur. The damage observed on the 5max ace likely contributed to the resistance that was felt while advancing the 3max through the 5max ace, as well as the resistance that caused the 3max to fracture. There was no visible damage to the non-penumbra devices. Penumbra catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-00085.

Event description:
The patient was undergoing a thrombectomy procedure in the c3 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician approached the target vessel by advancing the 3max and the 5max ace through another manufacturer's catheter; however, the physician encountered resistance at the c3 segment and decided to withdraw the 3max from the patient and use another manufacturer's microcatheter instead. The physician completed the procedure using the 5max ace and the other manufacturers' devices and patient revascularization was achieved. An angiography was performed and revealed that the 3max fractured during the procedure and the tip of the 3max was left in the ophthalmic artery. The physician required a snare device to retrieve the broken tip of the 3max from the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional narratives/data on the initial report incorrectly indicated that: "this report is associated with MFR report number: 3005168196-2015-00085." This sentence should have read: "this report is associated with MFR report number: 3005168196-2016-00085."